Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a patient with a sapien m3 valve implanted in the mitral position who developed valve thrombosis on postoperative day (pod) 3. The procedure was completed without complications. On pod 2, a transthoracic echocardiogram (tte) showed an increased gradient across the valve. On pod 3, a transesophageal echocardiogram (tee) demonstrated reduced mobility of the prosthetic cusps, consistent with leaflet thrombosis (halt). The mean gradient at that time was 7 mmhg. The patient had been receiving anticoagulation therapy with rivaroxaban 15 mg once daily. Following the diagnosis, anticoagulation was changed to a vitamin k antagonist (vka) with bridging using low-molecular weight heparin (lmwh). By pod 10 the patient's mean gradient had improved to 4 mmhg, and the patient was discharged.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 additional information received on 30mar2026 from edwards clinical specialist that the patient was asymptomatic when the thrombosis developed. The complaint of leaflet thickened was confirmed based on empirical evidence. Available information suggests that patient factors contributed to the event, as the intended anticoagulation regimen was insufficient to prevent hypo-attenuated leaflet thickening (halt). Therefore, the most likely cause of this event is patient-related, given that the initial anticoagulation regimen was not adequate and a new regimen was subsequently prescribed. No information received or available indicates that the technical summary does not apply; therefore, no further evaluation, such as additional imaging or product evaluation, is required for this event. Valve thrombosis is a rare but well-recognized complication of prosthetic valves, and leaflet thickening may occur in conjunction with valve thrombosis. Risk factors for thrombosis include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Additional root cause analysis identified contributing patient factors associated with leaflet thickening, including restricted leaflet motion due to thrombosis, inadequate anticoagulant therapy, hyperlipidemia, endocarditis, and pannus formation. These events are multifactorial in nature and represent expected and foreseeable complications of bioprosthetic valve replacement therapies. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. This issue is not related to a device malfunction that is related to a manufacturing deficiency, labeling issue, or device related infection. Therefore, a DHR is not required.